Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2017 with the following findings: during investigation, there was a loss of prime observed in the black box. The force readings did not reach zero. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed that the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring.